Event description:
Customer called to say meter will not go into test. Further troubleshooting on the phone showed that the calibration check strip was out of range. The device was replaced and the defective one was returned for further investigation.